Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient used expired infusion set which could have caused occlusion alarm event occurred on 01-apr-2026. This led to high blood glucose level and patient managed with syringes.